Event description:
It was reported a patient underwent an idiopathic ventricular tachycardia (idvt) - right cardiac ablation procedure utilizing a thermocool® smart touch® sf bi-directional navigation catheter, and the patient experienced cardiac tamponade treated by pericardiocentesis and extended hospital stay. It was reported by the biosense webster inc. (Bwi) that while ablating in the right ventricular outflow tract at 50w for 3 minutes, a steam pop occurred, patient's pressure dropped, and there was a pericardial effusion confirmed by ultrasound scan. Pericardiocentesis was performed and then the patient remained stable. It was clarified that they started at a lower wattage, started at 25w, kind of titrated up, but at the time at which it occurred, it was at the 3-minute mark of the ablation lesion and it was at 50w. The patient fully recovered (no residual effects). The physician's opinion on the cause was overheating of the tissue and risky location. Correct settings selected on devices, and no error messages on equipment during procedure.

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).